Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1310106) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent an interventional coronary catheterization procedure on (B)(6) 2013. Access was obtained in the right common femoral artery, below the femoral head via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with a heparin drip, 3,000 units of heparin bolus, an integrilin drip and 600mg of plavix. The act (activating clotting time) measurement was 256 seconds. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU with a 3 minute post hold. It was reported that when the technician raised his hand from the access site after the 3 minute hold, the technician felt an immediate hematoma form which spread distally into the patient's thigh and grew in size up to 10cm x 20cm. Two technicians applied manual compression to the access site in order to control the bleeding (hematoma). During the manual compression, the patient was reported to be weak and felt nauseous. The patient subsequently became diaphoretic, pale and had a vasovagal response at which time the patient's pulses slowed down to 30 beats per minute and her bp (blood pressure) dropped to 60/40. IV fluids were given to the patient "wide open" and 1mg atropine was administered IV to reverse the bradycardia. Zofran was administered via IV to prevent nausea from the plavix. The two health professionals held manual compression throughout the vasovagal episode. The total duration of the manual compression was 25 minutes. The patient was stabilized with a hr (heart rate) of 92 beats per minute and a blood pressure of 106/60. The access site was noted as soft and dry, but with significant ecchymosis in the proximal/medial thigh area. The patient was transported to "short stay" where no change in the status of the groin was noted, although the patient complained regarding the beginning of a migraine headache. The patient was hospitalized overnight as originally scheduled. The patient's discharge date was not reported. Access was obtained by one physician and the device was deployed by a second physician. The physician who obtained access reported that it was a good single puncture stick. No further information is available.